Event description:
According to the reporter: during a below the knee amputation, the needle bent on one suture and the tip of the needle broke on another suture. To locate the broken needle, an x-ray was performed. There was no patient injury or extension in surgical time. In order to complete the procedure, another suture was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.